Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), stillbirth ('20 week ultrasound just to find out my baby had died') and pregnancy with contraceptive device ('pregnant with essure micro-insert') in a 32-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and stillbirth (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with induced to give birth / cord had tangled up and surgery (hyst. (Full)). Essure was removed. At the time of the report, the device dislocation, stillbirth and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered device dislocation, pregnancy with contraceptive device and stillbirth to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2019. "Concerning the injuries reported in this case, the following one/ones were described in social media : pregnancy and stillbirth". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: events added pregnancy with contraceptive device, stillbirth, device ineffective. Reporter added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and stillbirth ('20 week ultrasound just to find out my baby had died') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and stillbirth (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with induced to give birth / cord had tangled up and surgery (hyst. (Full)). Essure was removed. At the time of the report, the device dislocation, stillbirth and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered device dislocation, pregnancy with contraceptive device and stillbirth to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: on (B)(6) 2019 . "Concerning the injuries reported in this case, the following one/ones were described in social media : pregnancy and stillbirth". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and stillbirth ('20 week ultrasound just to find out my baby had died') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo with essure confirmation test". The patient's medical history included bleeding intermenstrual and iron deficiency anemia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), stillbirth (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with induced to give birth / cord had tangled up and surgery (hyst. (Full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the device dislocation, stillbirth, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered anaemia, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2019. "Concerning the injuries reported in this case, the following one/ones were described in social media: pregnancy and stillbirth". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anemia, dysmenorrhea (cramping), pelvic pain and she did not undergo with essure confirmation test were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hyst. (Full)). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: event injury was replaced with migration. Reporter information was added. Case is now incident. Fu 2 and fu 3 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.